Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, cardiac arrhythmia, bleeding, right heart failure, renal dysfunction, and infection. Section 6 of the IFU, "patient care and management," lists arrhythmia and infection as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: due to system limitations, the following health effect - clinical code was not included above: 1858 fever. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been hospitalized since (B)(6) 2025 after their automatic implantable cardioverter defibrillation (aicd) delivered multiple defibrillations. They were transferred to another hospital on (B)(6) 2025. The electrophysiology and heart failure teams were immediately consulted. Amiodarone and lidocaine infusions were started and they underwent external cardioversion. The patient was then transferred to the step down unit on (B)(6) 2025. On (B)(6) 2025, pulmonary was consulted for hemoptysis, which occurred following the interventional radiology guided biopsy of the left lung nodule. Anticoagulation was held and the hemoptysis was resolved. On (B)(6) 2025, a right thoracentesis was completed with 1.9 l of total output. The findings were transudative. Cytology was negative for malignancy. The patient then developed acute on chronic right ventriuclar failure and acute kidney injury. They were placed on the impella rp flex on (B)(6) 2025. The patient was transferred to the intensive care unit (ICU). Over the evening of (B)(6) 2025 into the following day on (B)(6) 2025, the patient developed fevers, worsening hemodynamic instability, and was subsequently intubated. The patient developed worsening urinary output (uop) on (B)(6) 2025. Their diuretics were changed from lasix to a bumex drip. They were given 1 dose of tolvaptan with persistent oliguria. The patient required increased pressor requirements and was started on tobramycin in addition to zosyn. The positive end-expiratory pressure (peep) was increased to 8 on 100% fraction of inspired oxygen (fio2). The chest x-ray had persistently poor infiltrates. A computed tomography (CT) scan of the chest, abdomen, and pelvis was obtained, which revealed diffuse pulmonary intraparenchymal infiltrates, which was concerning for possible infectious process. The goals of care discussion with the family was completed and the family chose to transition the patient to no cardiopulmonary resuscitation (CPR), comfort care only as of the early morning on (B)(6) 2025. The patient was pronounced dead at 0222 on (B)(6) 2025. The device would not be returned for evaluation.